Event description:
As the lens was being implanted into the eye, the haptic broke in the delivery device. The lens was removed and replaced.

Manufacturer narrative:
Index procedure: the target lesion was the mid-distal left anterior descending (lad) coronary artery. The lesion was reported to be heavily calcified, and slightly tortuous. The lesion was pre-dilated with a 2.0 mm balloon - inflation time and duration unk. A cypher 2.5 x 23 mm stent was implanted in the distal lad lesion at 10 atm for 30 sec. An additional cypher 2.5 x 28 mm stent was implanted at the distal end of the mid lad lesion at 10 atm for 30 sec in overlapping fashion and proximal to the previous stent. The stents were post-dilated with a 2.5 x 19 mm de slip balloon - inflation time and duration unk. Ivus was done and good wall apposition of the stents was confirmed. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of three products used to treat the same pt. Please reference MFR. Report # 9616099-2006-00966, - 00967, and - 00968.